Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code, expiration date, date implanted, PMA/510(k) number , and manufacture date.

Event description:
It was reported that patient underwent total left hip arthroplasty on an unknown date. Subsequently, patient underwent irrigation and debridement secondary to hematoma on (B)(6) 1998.